Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer was on twenty-eight may twenty twenty four, field service engineer performed and signed service installation record. System meets specification as per service installation record. During onsite visit the reported event could be confirmed and reproduced by the responsible field service engineer. The field service engineer replaced the washer of the arf-cylinder. Field service engineer performed system verification as per service installation record. The sample is expected to be returned to machine for evaluation but has not been returned. More information about the reported issue was requested but not received. Not enough information was provided to perform an investigation about the reported issue. The timing of the reported issue is unclear. Without sample no deeper root cause analysis is possible. Root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in d.4. Unique device identification (UDI) number added. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that slight argon fluoride (arf) smell while opening the hand valve in the unknown eye of a patient, timing and surgery type was unknown. Additional information has been requested.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).